Event description:
This patient had previous embolization. The nbca was used for embolization of a low flow intracranial arterial venous malformation (avm) in th anterior-cerebral anatomy, but the glue failed to polymerize. The patient began coughing and was placed under observation. A mix of 70:30 ethiodol to glue was used. No follow up procedure or additional injections were made. Reportedly, the physician used one kit which contains two nbca tubes and one ethiodol ampule for two separate patients.